Event description:
It was reported that following the angio-seal evolution deployment, the patient experienced pain. The pain did not subside and subcutaneous nerve branch entrapment was suspected. The patient was admitted to the hospital for forty-eight hours. The ultrasound revealed a small nerve just superior to the collagen plug. The patient received a nerve block with positive results and was discharged on 300 mg of neurontin. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.